Event description:
The recipient reportedly experienced excessive bleeding during initial implant surgery. Appropriate management was taken in regards to the bleeding. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is reportedly doing well. This is the final report.